Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 75% stenotic lesion was located in the moderately tortuous and calcified left anterior descending (lad) coronary artery. The 15mm x 3.0mm quantum maverick monorail balloon ruptured at 5-6 atms on the initial inflation while post dilating a stent. The procedure was successfully completed with a different device. No pt complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The mfg records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause for this complaint is determined to be operational context; the performance of the device was limited due to anatomical/procedural factors encountered during the procedure. A CAPA has been initiated to address this issue.